Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. Device interrogation revealed that the atrial lead was exhibiting noise leading to oversensing and triggering false auto mode switch episodes. The noise was recreated during visit. All other measurements were stable. There was no inappropriate therapy delivered. Programming changes were not made at the time. No patient symptoms were reported.